Event description:
Eye care physician states on return invoice that pt is unable to wear the lens for more than a few hours. 11-1-99 pt is in doctor's office when rptr called. Doctor reports pt has a small corneal ulcer above the pupil. Pt will be back in about three days. Doctor prescribed "salaxin". Doctor expects ulcer to heal with no complications. 11-5-99 eye care physician reports pt was in yesterday. Ulcer is healing and is not in the visual axis. Pt's vision was 20/25 yesterday. Pt is coming in this afternoon (11-5-99) for check-up. Doctor requested call back on tuesday or wednesday of next week.